Event description:
The physician attempted to deploy an endeavor resolute 2.75 x 24 mm rx drug eluting stent in the rca. The target lesion had 90% stenosis, was 24 mm in length, had moderate calcification and the vessel tortuosity was excessive. Initially a pre-dilatation was carried out using a 2.5 x 20 mm balloon. The endeavor resolute was then advanced but it could not reach the lesion. Resistance was encountered advancing the device to the target lesion and force was used in the attempt to advance the device. It was reported that when the stent was removed it was damaged. Another stent was used to treat the lesion. Patient was good post procedure and no patient complications were reported. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation, results: failure to follow instructions (resistance was encountered and force was used when advancing the device). Deformation evaluation codes: conclusion: failure to follow instructions (instructions for use (IFU) recommends that force should not be used while advancing and retracting the device). User error contributed to the event (use of force during procedure). (B)(4).

Event description:
Device evaluation: the stent was positioned between the marker bands as per specifications. The 5th, 6th and 7th distal stent segments were raised and deformed. The distal tip was damaged. The balloon bond was necked and stretched. The transition shaft was stretched.

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (target lesion had 90 % stenosis, moderate calcification and the vessel tortuosity was excessive). (Root cause could not be determined). Inherent risk of procedure (failure to deliver stent and stent deformation). No results available since no evaluation was performed. None (device not received for evaluation). Evaluation conclusion: device failure related to patient condition (target lesion had 90 % stenosis, moderate calcification and the vessel tortuosity was excessive). Known inherent risk of procedure (failure to deliver stent and stent deformation). Unable to confirm complaint (device or procedural images not provided for review). (Root cause could not be determined). (B)(4).